Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete.

Event description:
During coil embolization, the middle of transport wire was broken. There was no report of patient injury.